Event description:
It was reported that this left ventricular (lv) lead pacing impedances had increased to 2545 ohms which is considered to be high out of range. Technical services (ts) discussed troubleshooting options. At this time, the lv lead remains in service. No adverse patient effects were reported.